Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of annual microbiological testing by the user facility, it was found on june 28th, 2021 that unspecified microbes were detected from the sample collected from the videoscope (pcf-h290zi) on (B)(6), 2021. In addition, as a result of additional microbiological testing by the user facility, it was found on (B)(6), 2021 that no microbe was detected from the sample collected from the videoscope (pcf-h290zi) on (B)(6), 2021. These microbiological test sampling by the user facility were carried out by repeating approximately ten times the method of flowing about 20ml of test water from the instrument channel port, receiving the water at the exit of the instrument channel, and injecting the water again from the instrument channel port with a syringe. The device had been reprocessed with the subject device (oer-4), using peracetic acid. The filters in the subject device had been replaced every 3 months, and the concentration check of the disinfectant solution had been performed at the 19th time. There was no report of infection associated with this report.

Manufacturer narrative:
The subject device (oer-4) and the reported videoscope (pcf-h290zi) have not been returned to any of the olympus locations. Therefore, olympus could not investigate these devices. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device has not been returned to any of the olympus locations. Therefore, olympus could not investigate these devices. Olympus medical systems corp. (Omsc) reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However, based upon the reported information, omsc considered that the reported event was attributed to expiration of service life of filters, degradation of disinfectant solution, or no disinfection of the water supply piping, and so on. If additional information is received, this report will be supplemented.